Event description:
Caller reported a malfunction on pump with malfunction code malf 12 and fault ID 12-0x2071. There was no adverse impact to customer¿s blood glucose level. Cts resolved issue by sending replacement pump with updated software, advising caller to return problematic pump using pre-paid label within 10 days, and providing instructions on storage mode. Caller understood and acknowledged instructions, but accidently sent back replacement pump instead of problematic pump.